Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump and an unspecified malfunction occurred. Customer¿s blood glucose level was in 200-300 mg/dl range. The customer to continue using old pump for insulin therapy.